Manufacturer narrative:
The device was returned to zoll medical australia; the customer's report was observed and the pace/defib engine board was replaced. The device was recertified and returned to the customer. The pace/defib engine board was returned to zoll medical us; the customer's report was duplicated and attributed to a faulty resistor on the pace/defib engine board. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "defib disabled" message. Complainant indicated that there was no patient involvement in the reported malfunction.